Manufacturer narrative:
(B)(4). Date of event and date of implant have been estimated. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported by the patient's daughter that her father has developed a horrific allergy rash, which is constantly bleeding and making him uncomfortable since being implanted with a 3.5x18 mm xience prime implant. No additional information was provided.